Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1609 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there is a hole in the catheter extension. No other information was provided.

Event description:
It was reported there is a hole in the catheter extension. ___ additional information received: ¿ was the reported incident noticed before, during or after use? Could you elaborate more on how it was noticed? The incident was noticed by the floor nursing team when administering saline with electrolytes to the patient, when the team noticed the hole in the extension, the vascular access team was called to evaluate the device. ¿ was there any impact on the patient/health worker? There was no impact on the health professional, but the patient underwent a new PICC insertion. ¿ was another catheter inserted into the patient for treatment? Yes. ¿ was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? There was no need. ¿ has there been any leakage of medication and/or fluids? There was a leak of serum. ¿ has there been blood or chemotherapy exposure to mucous membranes or skin? No. ¿ what medication was being administered? Serum with electrolytes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.